Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) gas loss alarm. There was no information on patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Fse states that reported gas loss alarm. Fse performed investigation and was unable to duplicate the reported issue. Log files indicated multiple "gas loss in iab circuit (20+). A couple of iab catheter restricted registered that preceded the gas loss faults and augmentation faults (8+) too. Otherwise unit seems to function per specifications. Additionally during the repair biomed reported that the a/c power cord plug had the ground lug broken off. Biomed replaced the ac plug with a non OEM approved plug. Customer biomed informed that this is not per our standard and we will be opening a new ticket for the repair. Customer has been informed that we recommend replacement with a OEM approved power cord real and was provided quote. Fse performed all functional tests and validated the calibration and returned to the customer. He returned with part and replaced power cord and completed repairs. Performed all functional tests and pre-checks.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had gas loss alarm. ICU nurse, called regarding a gas loss alarm that she was not able to resolve using the iab fill key. She stated there have been gas loss alarms off and on since yesterday and they have been fixed using the fill key. However, about 15 minutes prior to the call she was not able to get the pump going again after pressing iab fill for 2 seconds. She denies any blood in the tubing and confirms connections are tight. During the call other staff member will transferring the patient onto another pump. They were able to startup the pump without difficulty. As the call continued, they could hear loud coughing in the background. I asked if the patient coughing was correlating with the gas loss alarms, and she said yes. The nurse sequestered the pump for biomed. There was no harm to patient.